Event description:
A malfunction alarm occurred, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to report any future malfunctions.